Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Visual inspection revealed no non-conformances. The set was leak tested under water and a leak was found between the tube and upper heatseal chamber bushing. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing. An assignable root cause could not be determined. It is to be stated that no similar issues were reported on this code in the past twelve months. Baxter shall keep monitoring these events during quality reviews.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) that on the (B)(6) 2011 a y type blood / solution administration set leaked from the chamber. It was also reported that the set has a double chamber and it is unknown which chamber leaked. One patient was involved. No patient injury. No additional information is available.